Event description:
It was reported that the device lasted a little over three years before the elective replacement indicator tripped. It was also reported that the device had been programmed to high outputs. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was returned, analyzed and analysis revealed normal battery depletion. (B)(4).